Event description:
Dexcom g7 I have 3 bad sensors or receiver called dexcom no answer. Stp- at-012 lot 1725139005, 1825138009, 182509004. Rec mt26403-0 the readings are not accurate off on low side and high side getting alarms how can I get new one that works and refund would like to have this work it is a good tool if it works. Thanks. Ref reports: mw5172918, m w5172919. Pt code: 4582. Device code: 1535.